Manufacturer narrative:
The technical support representative advised the customer to contact their internal biomed team to resolve the failure. The technical support representative later followed up with the customer and confirmed that the issue had been resolved, however details regarding the resolution were not available. While it was confirmed that the issue was resolved, the cause of failure was not determined.

Event description:
The customer reported that while monitoring telemetry patients on a xhibit central station all telemetry monitoring was lost and only the xhibit software information screen was dispayed. There was no patient or user harm associated with this event.